Event description:
Healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in midface and chin with juvéderm® vollure¿ xc in perioral creases. Three days later, patient complained of swelling and blisters, which further noted as "artial occlusion." That same day, nurse practitioner administered 12 vials of hylenex and another 6 vials of hylenex under guided ultrasound the next day. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00082 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported 2 ml of juvéderm® voluma¿ xc was injected in the chin and 1-2 ml of juvéderm® vollure¿ xc was injected in the nasolabial folds. Diagnostic tests noted ¿hand held ultrasound¿ with results ¿vascular occlusion." Event has resolved one day after date of when event first noticed.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded.